Manufacturer narrative:
Follow up information received on 26-sep-2016 consumer via legal claim: this report is considered legal case from this date forward. On (B)(6) 2013 the plaintiff underwent the essure procedure. Her physician performed a hysteroscopic transcervical tubal occlusion with essure using local anesthesia with a paracervical block. Following, she underwent a hysterosalpingogram which showed that essure implants were in a satisfactory position with occlusion of bilateral fallopian tubes. Plaintiffs post-procedure period has been marked by severe and constant abdominal pain. She never experienced such immense abdominal pain prior to undergoing the essure procedure. She went to the physician approximately two years following her essure implant, with complaints of increasingly worse abdominal pain, heavy vaginal bleeding and worsening of her cycles. She was provided alternative potential causes for her symptoms at this visit, which included ovarian cysts, fibroids and polyps. Plaintiff underwent a pelvic ultrasound, which showed the essure device in the pelvis, as well as a new u shaped wire or metallic clip in the right hemipelvis and surgical clips in the right lateral lower pelvis. Due to the severe abdominal pain, plaintiff desired removal of the device. She did not realize the device was permanent, and upon learning this information she hoped to have a reversal procedure as she wanted to have more children. On (B)(6) 2015, plaintiff underwent surgery to find and remove the essure devices. During her procedure, a hysteroscope was passed through the cervix into the uterus, but no essure devices were seen hysteroscopically. An incision was then made in the abdominal wall and a hysteroscope was introduced into the abdomen and pelvis. Again, no essure devices were visualized in her tubes or pelvis. Plaintiff continues to suffer from pain as a result of the surgery. Follow-up received on 17-oct-2016: plaintiff suffered from worsening abdominal, pelvic pain, cramping (already reported previously), vaginal pain and fatigue following her essure implantation. Ultimately, her device migrated and/or perforated her organs as the essure (coils were not located during her removal surgery). Company causality comment: this spontaneous case report was received from a female consumer who had essure inserted on (B)(6) 2013 and experienced severe pelvic pain and passing clots (seen as genital bleeding) amongst non-serious events. Upon follow-up receipt, case became legal and it was reported that plaintiff underwent surgery to find and remove the essure devices. However, no essure devices seen was hysteroscopically in uterus abdomen and thus there was a suspicion of device migration and/or perforation of organs. All events are listed according to essure reference safety information. Pelvic pain and abnormal bleeding/menses pattern changes may occur with essure therapy. Given the compatible temporal relationship and lack of plausible alternative explanation, a causal relationship between these events and essure cannot be excluded. The perforation of the uterus, fallopian tubes and internal bodily structures may occur during essure therapy due to insert migration or during insertion procedure (hysteroscopy or essure placement).the exact mechanism and circumstances of perforation/migration occurrence were not informed. However, considering its nature, the event is considered related to essure. This case was regarded as incident, as a surgical intervention was required. The product technical analysis concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process

Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) placed in (B)(6) 2013 for permanent contraception. Consumer experienced lower back, abdomen and pelvic pain, worse than a menstrual cramp, regarding of what position when laying down. It was reported that the pain started around (B)(6) 2013, but the symptoms worsened around (B)(6) 2013. She also experienced passing clots. Tests for bladder, kidney infection and constipation were performed and all results were negatives. Consumer wanted to know if essure can be removed due to pain without hysterectomy and salpingectomy. Follow up received on (B)(6) 2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Follow up received on 19-oct-2015 via FDA regulatory report (maude mw5056475) - case upgraded to incident. Consumer reported that essure was placed on (B)(6) 2008 and since insertion she have been experiencing horrible pain in pelvis, lower abdomen, hips and lower back pain, constant chronic pain that continues get worse during and after menses, painful intercourse and suffering. According to her, symptoms have gotten worse. It was reported (B)(6) 2015 as device explant date. Internal communication received on 29-oct-2015 describing that the required number of follow-up attempts have been completed, with no response to date. The new result and assessment of the product technical complaint investigation received on 31-oct-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous case report was received from a female consumer who had essure inserted on (B)(6) 2008 and experienced severe pelvic pain amongst non-serious events. Pelvic pain is serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded incident since device explant date was provided; therefore, surgical intervention was implied. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No further information is expected.

Manufacturer narrative:
Follow up information received on 20-jan-2016 (consumer general questionnaire): the consumer reported she had a delivery on (B)(6) 2013 and received essure on (B)(6) 2013. She abstained from sex during the 3 months before total occlusion confirmation; and the hsg test was not performed. She experienced pelvic pain, blood clots, back and hip pain, and pain during sexual intercourse. She went to her doctor and was treated with lorotels and ibuprofen. She stated she would have essure removed on (B)(6) 2016 (discrepant date). Company causality comment: this spontaneous case report was received from a female consumer who had essure inserted on (B)(6) 2008 and experienced severe pelvic pain and passing clots (seen as genital bleeding) amongst non-serious events. Pelvic pain and passing clots are serious due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. This case is regarded incident since device explant date was provided therefore surgical intervention was implied. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. No further information is expected.